Manufacturer narrative:
Device received with partially blank display due to missing segments (lcd) and discoloration with rainbow vertical lines on display due to slightly bending of the lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display anomaly on the insulin pump. Customer¿s blood glucose level was 108 mg/dl. Troubleshooting for partial display was performed. Customer advised they changed the battery, however only part of the display screen was visible. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.